Manufacturer narrative:
(B)(4).

Event description:
The doctor found the tip of the tube was torn right after opening from a package. There was no patient involved.

Manufacturer narrative:
(B)(4). Based in the complaint system and manufacturing controls, the following facts were concluded: the failure mode endotracheal tube splitting was confirmed in the received sample. Information has been added to the database and complaint trends will continue to be monitored. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action.